Event description:
It was reported by a psychiatrist that a vns pt had two suicidal gestures or attempts while receiving vns therapy. Suicide attempts were rated mild and moderate. The physician believed that there was no relationship between the event and pt's medications. He believed that suicide attempts/gestures were noted in the clinic notes and pt was not able to provide more details regarding the pt.